Event description:
In this event it is reported that a waveone gold reciprocating file primary 25mm broke during use. Broken piece remains in canal and patient referred to endodontist. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Nothing unusual to report was found during DHR review. A query indicates one additional complaint has been received for this lot number. Returned 2 files sealed in pack. Checked under microscope and found no manufacturing marks or defects. Both files were measured and found to be within all specifications, see attached inspection form. Return product met specification and engineering reviewed and advised no further testing needed.